Event description:
One (01) sample of ivenix administration set was returned for evaluation. The following evaluation steps were performed: 1) visual inspection, 2) installed the admin set on ivenix infusion system machine and ran the primary and secondary primes. No defects were observed in the sample during the visual inspection. The primary line infusion test was successfully completed with a set rate of 0.5 ml/hr and a set volume of 0.1 ml. The primary line was connected to a saline solution bag. Additionally, the primary line infusion passed successfully at a set rate of 1000 ml/hr and a set volume of 10 ml. The secondary prime was performed twice using a new 5 ml bd syringe and a 50 cc bd syringe. The secondary line infusion passed successfully in both tests. The secondary line was tested at a set rate of 1000 ml/hr and a volume rate of 2 ml. No alarms were triggered during these tests. The customer complaint is not confirmed. Disposable failures were not identified that would have created the reported defect. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.

Event description:
The following has been reported: biomed reported: here is another one. Note just states service required. Cleaned pins and ran test infusion with no alarms. Patient harm or a stopped or delayed infusion status is unknown. A preliminary review of the logs identified the following issue: clogged admin set an active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.